Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture was found via ultrasound". Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Photo analysis: visual analysis of the photographs identified: device patch with lot number 2595030 and catalog number trm-255g. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Corrected data: d.6a.

Event description:
Patient reported left side "rupture was found via ultrasound". Device was explanted.

Manufacturer narrative:
Device analysis: based on the product analysis performed, the assessments of the complaints are: rupture: observe broken on anterior side assessed as fold flaw opening. As per the investigation procedure, creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side "rupture was found via ultrasound". Device was explanted..

Event description:
Patient reported, left side "rupture. Was found via ultrasound". Device was explanted.